Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (B)(4). (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
He reporter indicated that an implantable collamer lens was implanted into the patients eye and the patient experienced high vault. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.